Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was unable to be placed through the tricuspid valve as the physician felt the lead was not moving after trying to position for over 2 hours and the helix on the lead kept coming out with insertion and removal of stylet. The lead was replaced during the procedure on (B)(6) 2020. No patient consequences.